Manufacturer narrative:
(B)(4) 2015 a medtronic representative, following-up at the site, reported the articulating arm showed wear - mechanical failure. Return requested. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The reference frame arm was returned to the manufacturer for analysis and found to have a mechanical issue. As reported, the handle was sticking making it difficult to lock down the arm. The reported event was confirmed. The device was replaced to resolve the issue.

Event description:
A site representative reported a navigation system articulating arm that was a bit loose and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.